Manufacturer narrative:
In trouble-shooting, the medtronic representative performed multiple spins of the sawbones demo with the imaging system after the surgery. The accuracy was less than 0.5 millimeters using the left tracker - the side used in surgery. The medtronic representative also performed a quick contrast test using the copper plate and the medtronic contrast test tool and was able to see at least 19 circle. Reviewed the 2d images of the imaging system and noted an anatomical shift between s1 and l4 after the spin, determined itis likely that the navigated anatomy (l4-l5) moved in reference to the percutaneous pin (iliac), however, the accuracy was off. Recommendations were made to improve surgical technique. On 09/06/2016 a medtronic representative performed an imaging system check-out. All tests pass and the system is fully functional and ready for clinical use. Imaging system performed as intended. On 09/07/2016, a medtronic representative, following-up at the site, reported this surgeon changed his surgical technique based on our recommendation and he was really satisfied with accuracy. No further issues have been reported. The instructions for use (IFU) which accompanies this device contains the following warnings regarding frame movement: "warning: make sure that the reference frame assembly is rigidly attached and locked (tightened) with respect to the relevant anatomy. If the post or clamp moves in relation to the anatomy, navigational inaccuracy may result." And "warning: do not bump or re-position the reference frame after registration. Such movement may result in inaccurate navigation. If the reference frame moves in relation to the patient anatomy at any time after registration, you must re-register."

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged image quality issues. Reported was that the site used an imaging system for 2d images and the cage at l5 was already placed. The image quality of the anterior posterior (ap) was not 'optimal' but the lateral image was reported as "ok". Performed a 3d standard spin and the image quality was deemed "good" and transferred to the navigation system. Surgeon was using the percutaneous pin lat in the iliac bone, and marked the percutaneous pin reference frame to ensure position of the frame. The awl-tip tap was inaccurate according to the surgeon. This was a minimally invasive surgery (mis) and no known anatomy was exposed. The surgeon compared the accuracy with a c-arm image and alleged it was inaccurate by a few centimeters at l4. The surgeon opted to discontinue the use of the navigation system and the imaging system to continue the procedure to completion. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
: Device manufacture date provided. The navigation system was interfaced with the imaging system during testing and both systems passed system checkouts.